Event description:
Related manufacturer reference number: 2017865-2021-40154. It was reported that the patient presented in clinic for follow up. The right atrial (ra) and right ventricular (rv) leads showed increased capture thresholds and loss of capture. Both the ra and rv leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of inadequate capture and loss of capture were not confirmed. A complete lead was returned in one piece. Electrical, visual an x-ray examination found no anomalies.